Event description:
It was reported that the arctic sun device would not heat. Per review of wo, the device heated to 40 and cooled to 4 with no issues.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause for the reported event could not be determined. Per review of wo, the device heated to 40 and cooled to 4 with no issues. Per additional information received via mail on 02jul2025, the issue was resolved onsite, they called bd technical support and talked. The issue was resolved, they walked through all the steps to perform a functional verification. The machine reached 40 and 5 degrees with no issues. The next day, one of the bd territory sales specialists, came to their shop and downloaded the history information from that machine to get more details about what happened. A functional verification done for repair. They don¿t have patient therapy related information. The device was sent to their shop with a repair sticker saying the device would not heat, but no further details were provided. Assume they continued the therapy with a second arctic sun they have in the unit. Don¿t have that information. A DHR review is not required as the reported event is unconfirmed. A labeling review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Initial reporter name: (B)(6). Correction: d,e,g. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device would not heat. Per review of wo, the device heated to 40 and cooled to 4 with no issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.